Event description:
Per the clinic, the patient experienced hematoma and infection (specific date not reported) at the implant site due to post surgical complication. Initially, the patient underwent revision surgery on (B)(6) 2025, during which the fluid buildup was drained via needle draining technique. The patient was also treated with oral antibiotics ( specific date and duration not reported); however, the patient continued to experience tenderness and numbness over the scalp. It was reported that the patient also experienced seroma (serosanguinous fluid) at the implant site (specific date not reported). Subsequently, on (B)(6) 2025, the patient was placed under general anesthesia to wash out the seroma with vancomycon irrigation. The implanted device remains.